Event description:
(B)(4). I previously filed an adverse report in (B)(6) regarding the essure. This report is a follow up to that report. I was required to have a bilateral salpingectomy with corneal resection and repair, operative hysteroscopy and uterine polypectomy. The pathology report stated that the uterine polypectomy had prominent tubal metaplasia.